Manufacturer narrative:
The doctor recemented the crown with a different product without further incident. No product was returned and no lot numbers were identified; therefore, no further investigation can take place and the cause for the debonds remain inconclusive.

Event description:
On (B)(6) 2011, a doctor alleged that four patients experienced the debonding of crowns that had been cemented with breeze cement. This MDR is the second of four reports.